Event description:
It was reported that there were cuff leaks involving portex adjustable flange tracheostomy tubes, with one occurring within 24 hours of a tube exchange. On examination, there was no obvious air leak detected when the tube was fully submerged under water at a cuff pressure of 30 cmh2o. However, they did observe a drop in cuff pressure from 30 cmh2o to 28 cmh2o over a 30-minute period. The cuff was inflated using a portex manometer. Established artificial airway was being administered or performed. There was delay in therapy. It was not reported to regulatory authority. The event involved death or serious deterioration of a person. There was patient involvement and patient harm or adverse event reported. Patient desaturated prior to and during tracheostomy changeover. Patient recovered without morbidity or mortality.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3, h1 - type of reportable event: corrected. H3, h6: updated. The suspect product was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The device history record was reviewed and was confirmed that there were no anomalies noted. Leak test was performed and it was found that there was no leakage detected. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.